Manufacturer narrative:
Concomitant product(s): product ID: 37085-60, serial# (B)(4) implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v448200, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v448200, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure the surgeon accidentally sliced through the insulation on the patient's left extension while they were dissecting tissue around the ins for explantation. This was identified visually and confirmed via intraoperative and postoperative changes in impedance. An out of range impedance value was observed between electrode 0 and 1, which was at 9 ohms. Despite this, the ins replacement procedure was completed without incident and the surgeon and follow-up neurologist were to monitor the patient for any changes in efficacy. It was noted that at the time of report there had been no reported change in overall efficacy from the patient. The issue was said to be resolved at the time of report.